Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's blood glucose was over 600 mg/dl. The customer was also hospitalized due to site inclusion with blood glucose of 912 mg/dl. The customer treated high blood glucose with insulin drip and shots. The customer declined further troubleshooting for high blood glucose value and bent cannula. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.